Event description:
Follow-up revealed the patient's scs system was explanted. The explant date is unknown.

Event description:
It was reported the patient deactivated stimulation after experiencing uncomfortable stimulation. An impedance check was performed and revealed invalid impedance on multiple contacts. As a result, the patient will undergo a CT scan for further evaluation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.